Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. (B)(4). The total number of events for product classification code otp is 25. Qty (B)(4)- avaulta plus biosynthetic support system - anterior, sterile. Qty (B)(4)- avaulta plus biosynthetic support system - posterior, sterile. Qty (B)(4)- avaulta solo synthetic support system - anterior, sterile. Qty 6- avaulta solo synthetic support system - posterior, sterile. Qty (B)(4)- unknown bmd women's health product.

Manufacturer narrative:
(B)(4). Original reporting time frame from 01/01/2015 to 02/28/2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Original reporting time frame from (B)(6) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced pain, nausea, vomiting, unable to void without nausea, dysuria, blood loss, recurrent cystourethrocele, rectocele, enterocele, small trocar tip needle separated from the suture and not found post surgery (foreign body in patient), recurrent anterior vagina bulge and increased posterior vaginal bulge, "slipped mesh," frequent urination (frequency), abdominal tenderness, rectal problems, fecal incontinence, prolapse, fecal urgency, nocturia, urinary urgency, urge incontinence, urinary stream is weak, doesn't feel she "empties well," dyspareunia, banding over rectum, diarrhea, pelvic pain, vaginal stricture and adhesions with obliteration of abdomen which required surgical and non-surgical intervention.

Manufacturer narrative:
Exemption no: (B)(4). Original reporting time frame january 1, 2015 through february 28, 2015. The information provided by bard represents all of the known information at this time.